Event description:
A consumer reported receiving low readings on port 1 compared to readings on port 2 of sof-tact blood glucose monitor. The diference in readings when plotted on a parkes error grid, fell into the "d" zone. A result in the "d" zone is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.